Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot which would have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information available, a potential product issue was identified due to the reported material separation of the flush port. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report separation. It was reported that the clip delivery system (cds) was being prepped for use and when the scrub tech went to put the red cap on the dc flush port, the flush port separated from the device. The device was not used and there was no patient involvement. No additional information was provided.